Event description:
Consumer reported complaint for the true manager air app displaying false lo; customer stated that the true metrix air meter did not display lo. Customer has the correct app for the meter/phone; customer is not using compatible phone/version. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that his results are fine and within his glucose ranges: 92, 88, 94, 109, and 104 mg/dl. Customer stated he is comfortable with the results but not with the true manager air app displaying lo when results are transferred from the meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-148: only affects ios - hi/lo setting threshold corrupted. Note: manufacturer contacted customer in a follow-up call on 02-aug-2023 to ensure that the initial concern was resolved - able to establish contact with customer; after troubleshooting, the true manager air app still displays lo when transferring results. Manufacturer to follow-up with true manager air app engineers.